Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unresponsive button. Customer reported that left arrow button sometimes does not work the patient¿s blood glucose level was 87mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was received with intermittent left arrow button response due to corroded keypad traces. Keypad connector was fully locked. Device was received with missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.